Event description:
Provider spoke with (B)(6) customer service ext (B)(6) to advise that the plunger pin was missing from the hardware backrest kit that was order on order (B)(4). No additional information provided.